Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found several records of power on reset. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were observed with the buttons. A crack running through the grip pad from the threads area to the base seal was found in the battery compartment. Pump casing was opened and no anomalies were found inside the pump. The reported power issue was verified in the black box but not duplicated in the investigation. Unrelated to the reported power issue, the display was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump has intermittent power issue and the battery compartment was cracked. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).